Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Npi 8015 error 255-32784-275. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer receives a system error 255-32784-275 when trying to connect to system maintenance. Informed customer to power cycle device to reproduce error fault. Had customer to check if device was plugged into ac outlet. After plugging into ac outlet, he then place device into maintenance mode manually. Retest of connection to system maintenance. Customer may call back, if there are further concerns.